Manufacturer narrative:
The device was received for evaluation. During functional testing, the issue was able to be reproduced, device flow line test ran device as delivery rate 125 ml/hr and got result 114.797 and error percentage -8.1624. This was more than 5% significance. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. Evaluation determine pressure plate travel adjustment required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had low infusion rate. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.